Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis. The customer's mother stated the customer had fruity smell. The customer's mother treated him with manual injection with over 14units. The customer's blood glucose fluctuated between 600mg/dl-750mg/dl. The customer stated he was very sick and felt like he was going to die. The customer does not feel comfortable with the insulin pump.